Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter did not cut at an unknown timing for vitrectomy surgery. The procedure was completed on same day by replacing the product with new one. There was no information reported about patient impact. Additional information was requested and none received till date.